Event description:
It was reported by the patient that she had a monarc sling implanted three years ago. She is now in constant pain due to being "allergic to the mesh" and she had to see an allergist. She also stated "she did not want to have any more surgeries." No additional patient complications have been reported in relation to this event.